Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor and collagen were deployed from the opening of the distal tip. The bypass tube was found to have not been fully inserted, and the right latch was found to have been partially disconnected. The tamper tube was found to have been visible within the opening at the distal tip. Functional testing was performed by manually pulling the anchor and collagen. All components were able to deploy from the device successfully. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely cause is subcutaneous deployment of the components. Functional testing was performed and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure as normal, the angio-seal device was inserted into the insertion sheath and the device cap was pushed until the sheath cap and the device sleeve snapped together. However, when the device cap was pulled, resistance from the anchor catching on the distal tip of the insertion sheath was not felt. The device cap was pushed again until snap and then reattempted to be pulled, however resistance was not felt. When the angio-seal device was withdrawn, the angio-seal device including the anchor and collagen sponge fully came out of the insertion sheath without heavy resistance and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.